Event description:
It was reported to medtronic minimed that the customer experienced a motor current error detected (pump error 39) alarm. The customer reported a blood glucose value of 225 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unomedical, mmt-332a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self test. Unable to perform the displacement, rewind, prime/seating, basic occlusion test, force sensor test occlusion test, and displacement accuracy test due to persistent pump error 39 alert. Unit was successfully downloaded using thump for history files and traces. On adapt, pump error 39 was found in history files twice on 09/23/2024 at 23:53:37.000 hour and at 23:56:08.000 hour. Pump error 39 was also alerted twice on 09/24/2024 at 04:40:52.000 hour and at 08:17:53.000 hour. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and motor home switch. Test p-cap unable to lock in place properly during testing due to retainer ring damage. The following were noted during visual inspection: pillowing keypad overlay, scratched case, partially broken retainer, cracked reservoir tube lip, and missing o-ring (reservoir tube). Pump error 39 was confirmed due to moisture damage on motor assembly. Unable to verify for high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.